Event description:
Pt underwent aaa procedure in 2005. One main body graft and two iliac leg grafts were placed. The patient then developed a proximal type I endoleak so another physician at another facility placed two main body extensions in 2007. This did not resolve the leak so the pt was booked for conversion to open repair at a future time.

Manufacturer narrative:
Evaluation: still under investigation.